Event description:
According to the complaint, on (B)(6) 2024 a sample was tested on the abl800 flex (serial number: (B)(6)) and a lactate measurement of 4.2mmol/l was obtained. Subsequent 3 measurements from the same patient on (B)(6) 2024 and (B)(6) 2025 on the same analyzer displayed error code 0476 (measurement unstable). Another sample was measured on (B)(6) 2025 on a different analyzer, after the patient was moved to the intensive care unit for ethylene glycol poisoning treatment and a lactate measurement of >30mmol/l was obtained.

Manufacturer narrative:
Radiometer investigations of the provided data logs did not show signs of measurements failure, as the obtained values were above the reference interval for adults (up to 1.39mm lactate). Hence the root cause is due to interference from the sample, and the analyzer did not malfunction.